Manufacturer narrative:
Insulin pump was programmed and monitored for 2 days with no blank display or alarm noted. Insulin pump had an alarm in the alarm history screen due to corrupted history file. All operating currents are within specification. Low battery alarm and off no power alarm functioned properly. No unexpected weak battery alarm noted. Insulin pump passed self-test. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip. No damage noted on connector isolation on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that their insulin pump was shutting off and turning on while alarming low battery. Customer stated they could not recall any significant events that lead to the alarm, but the device continuously alarms after they have inserted new batteries. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 137 mg/dl at time of reporting. Nothing further reported.